Event description:
The service center was informed that during an unspecified procedure, the generator delivered too much energy to the snare and the patient sustained an internal burn. The user facility reported that the tip of the snare was burnt. The generator settings used were 10watts and 2 coag. It is unknown if the intended procedure was completed. The patient¿s course of treatment is unknown. An investigation to obtain additional information regarding the reported event is ongoing. The esg-100 generator with serial# (B)(4) was returned for evaluation due to "delivered too much energy, overheated snare.¿ the customer's snare and footswitch were not returned with the generator. A visual inspection was performed on the returned generator and found dents on the rear sides of the top cover. The top cover was removed to inspect the printed circuit boards and noted a burn mark on the r28 resistor of the esg-100 sa communication board due to normal wear; however, this did not affect the power output or contribute to the reported complaint. Further investigation verified that there was a communication between esg and the test afu-100. When the special button or toggle (a middle button of the test footswitch) was pressed, the pump flow functioned normally. The generator was checked with a test metron electrosurgery analyzer, and passed all the output power inspection. The front panel, contact quality monitor, bipolar and monopolar connectors all functioned properly. In addition, the customer's settings of monopolar forcecoag 2 with power level 10w was also checked with the analyzer, and load resistance was set at 500 ohms. This generated the measured power output at 10w which appeared to be consistent with setting power level. The customer¿s complaint of ¿ too much output¿ was not confirmed. The exact cause of the reported event cannot be determined at this time. The legal manufacturer will review the content of this report for further investigation. However, the esg -100 instruction manual provides several warnings to prevent patient/user burns. The instruction manual states as follows: burns warning patient and / or user the maximum output voltage characteristics of the electrosurgical unit are shown in the diagrams in chapter 12.2 (output characteristics). When setting the power level, first set it to a low level and increase it gradually. If the output is initially set to a high level, the electrode¿s insulation may be damaged and cause user and / or patient burns. However, certain modes may present an unacceptable risk at low output power settings. For example, with the pulsecut fast or pulsecut slow mode, the risk of an excessive thermal effect rises if the output power setting is too low. Therefore, it is recommended that you perform basic testing before using the electrosurgical unit. If the instructions for use of the endoscopic instrument to be used stipulate a rated voltage, the output should be set so that it does not exceed that voltage. Contact with the tip of the electrodes may cause burns when the electrosurgical unit is active. . Warning output performance should any abnormal output be suspected during operation, immediately terminate the use of the equipment by releasing the footswitch. If the footswitch does not react, switch off the electrosurgical unit. Otherwise, malfunction of the equipment may cause an unintended increase in output. Warning before each use, inspect this unit as instructed below. Inspect other equipment to be used with this unit as instructed in their respective instructions for use. Should the slightest irregularity be suspected, do not use the electrosurgical unit and refer to chapter 9 (troubleshooting). If the irregularity is still suspected after consulting chapter 9, contact olympus or your distributor. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.